Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was getting trapped in the upper most y-site port of an unspecified number of unknown solution sets. It was further reported the set was used with an unspecified pump. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.